Event description:
It was reported that during the direct stent procedure the stent delivery system (sds) would not cross a lesion in the lad. Upon removing the sds there was resistance noted. The sds got caught on the guide wire and the guide wire broke. Reportedly, the devices were removed together as a single unit. The entire guide wire was removed from the pt with removal of the sds.